Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified coronary artery. Once the 2.5x38mm xience alpine device was prepped per the instructions for use outside the anatomy without issue. Then the xience alpine device was being advanced through the guide catheter towards the target lesion when it was noted that there was blood inside the unspecified insufflator device. The xience device was removed from the anatomy, and troubleshooted. When it was pressurized outside the anatomy, it was noted that there was leakage of solution coming out of the proximal shoulder of the balloon. Another device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported leak/splash and material rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported and noted difficulties. Factors that may contribute to leak / splash include, but are not limited to, damage to the inflation lumen, loose connection with the indeflator, and/or damage to the balloon. Factors that may contribute to material rupture include, but are not limited to, inadequate balloon integrity, interaction with challenging anatomy, interaction with accessory devices, and/or inflating above the rated burst pressure. In this case, no damage was noted to the sds during the inspection prior to use or during preparation for use which suggests a product quality issue did not contribute to the reported difficulties. It is unknown what may have caused the reported leak/splash or material rupture (balloon). Additionally, it is possible that manipulation of the device during advancement may have contributed to the noted deformed and torn tip, as well as the noted bunched inner/outer member; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.